Event description:
The customer called to report high blood glucose readings over 600 mg/dl. The customer treated the blood glucose with an injection during the call. The customer also sounded confused and short of breath during the call. The paramedics were called to the customer's home and the customer was taken to the hospital. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.